Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. Visual inspection: the product was returned in a non-depuy synthes bag along with another screw with the same article number and a plate. The laser marking is readable. The visual inspection of the screw did not detect any damage. The article number (213.030) and batch number (35p8255) is identified. Functional test: as there is no defined functional test for this article, the dimensional features relevant for the complaint condition were inspected and documented. Dimensional inspection: all dimensions of the article part 213.030, which are relevant for the complaint condition were measured and have fulfilled their specifications according to the relevant drawing. Besides, during the manufacturing process the relevant features were inspected and documented according to the relevant inspection sheet. Therefore, these articles were manufactured according to its quality standards and a manufacturing issue can be excluded. Document/specification review: the relevant drawing of the article 213.030 valid at the time of manufacturing, was reviewed and no relevant design changes were identified. Summary: all relevant dimensions of the screw in question, which are relevant for the complaint condition, were measured and found within the specifications. In addition, no deviations were found in the manufacturing documentation reviewed during this investigation. Therefore, the complaint condition cannot be confirmed. Since no manufacturing related issues has been identified, no further actions have been taken. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part: 213.030. Lot: 35p8255 . Manufacturing site: grenchen. Release to warehouse date: 28. Feb. 2020. A manufacturing record evaluation was performed for the finished device 213.030 lot: 35p8255 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9 h3, h6: reviewing attached picture, the complaint condition that one of the two screw heads got more sunk into the shaft area of plate can be confirmed. The new lot number of screw is more sunk into the shaft area of the plate. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review /investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure the surgeon noticed that the locking screw¿s head sunk into the shaft area of the plate. There is no reported consequence to the patient. Concomitant devices reported: lcp proxtibpl 3.5 low bend r 14ho l206 s (part number 02.124.220, lot h470922, quantity 1), lockscr ø3.5 self-tap l30 sst (part number 213.030, lot 32p5988, quantity 1). This report involves one (1) 3.5mm locking screw self-tapping 30mm. This is report 3 of 3 for (B)(4).